Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test and self test. No error noticed during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 250 to 400 mg/dl. Customer's blood glucose level as 358 mg/dl at the time of incident. Customer declined to troubleshooting for high blood glucose. Customer also stated that the insulin pump had a multiple insulin pump error alarms. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer changed the battery and it went to self test and customer completed everything and restart the insulin pump and then experienced hyperglycemia. The insulin pump will be returned for analysis.